Event description:
It was reported that the right ventricular lead sustained clavicular crush damage and exhibited low impedance and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found clavicular crush damage at 20.2 cm to 20.4 cm from the connector pin and a outer coil filar was fractured. This damage likely contributed to the reported noise.